Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined the issue was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.